Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Reported events - 3 events were reported for this quarter. Product return status - 3 devices were received for evaluation. Evaluation status - 1 reported event was confirmed during testing. - 1 device was found to be affected by third party modifications to the e-box. 2 device evaluations are in progress. Additional information - 3 devices were not labeled for single-use. 3 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device had run-on. 3 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 3 total events were initially reported. 3 previously reported events are included in this follow-up record.   Product return status 3 devices were received.   Event confirmation status 2 reported events were confirmed; the cause traced to component failure. 1 device evaluation is still in progress. Evaluation results 2 devices were found to be affected by electrical component problem.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device had run-on. 3 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 3 total events were initially reported. 2 previously reported events are included in this follow-up record.   Product return status 2 devices were received.   Evaluation status confirmed 1 reported event was confirmed during testing. - 1 device was found to be affected by an e-box failure. In progress 1 device evaluation is in progress.   Additional information 3 devices were not labeled for single-use. 3 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device had run-on. 3 events had no patient involvement; no patient impact.